Event description:
Same case as (B)(4). It was reported that during a percutaneous transluminal angioplasty procedure, the guide wire was stuck in a balloon. Vascular access was obtained via right brachial artery. The 70% stenosed target lesion was located in the mildly calcified and mildly tortuous left renal artery. A 153cm, 1.5mm x 7.0mm ultra-soft sv balloon catheter was used for dilatation. At an unspecified time during the procedure, a 0.018 thruway guide wire became stuck inside the balloon. The balloon was removed "normally". The procedure was completed with a 7×20 mr sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as bsc ID: 2134265-2013-04866. It was reported that during a percutaneous transluminal angioplasty procedure, the guide wire was stuck in a balloon. Vascular access was obtained via right brachial artery. The 70% stenosed target lesion was located in the mildly calcified and mildly tortuous left renal artery. A 153cm, 1.5mm x 7.0mm ultra-soft¿ sv balloon catheter was used for dilatation. At an unspecified time during the procedure, a 0.018 thruway guide wire became stuck inside the balloon. The balloon was removed "normally." The procedure was completed with a 7×20 mr sterling balloon catheter. No patient complications were reported and the patient's status was good.